Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their stimulator is set up for the right side of their body where the pain is usually coming from, but they are no longer feeling any relief on the right and it's now all on the left. Patient stated they cranked the intensity to 4 because they weren't feeling it a little while back within the past few months, a month or two. The patient reported that when they got ahold of their rep around that time, they told them to turn it up so they did and they could feel it again but now it's all on their left side for probably 3 weeks now. Agent asked patient to check their therapy is on and in group a. Patient confirmed this is the group they normally use. Patient stated they tried calling their rep and left a detailed voicemail last week and again today about their concern however, they have not received any response. Patient also tried to reach out to the their healthcare provider (hcp), no response as well. Agent sent email to  rep for visibility and still redirected patient to their healthcare provider to further address the issue. Add itional information was received from a manufacturer representative (rep). Rep reports that the patient (pt) was seen for reprogramming. During impedance test high impedances were found on electrodes 2, 6, and 11 (13260, 12480, and 19280 respectively). Pt also reported that they fell in january. Rep reports that over the last month the pt stated they do not feel stimulation in the area they normally feel it. Rep reprogrammed the stimulator to see if they could get coverage where the pt wanted it. Most was felt on the left side when the pt wanted it on the right. Rep programmed differential target multiplexed (dtm) style, and a message was sent to the doctor to inform them of the change in stim. Rep reports troubleshooting the issue by trying multiple programming styles, testing impedances, and programming around the high impedances. The cause of the issue is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative was unsure what the cause of the high impedance was. The patient stated they fell on the ice back in january, however the patient did not report any issues at that time. The ins was reprogrammed during the clinic visit being sure to avoid using the electrode that indicated elevated impedances.